Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit: b17 - device not returned, c20 - no findings available. Correction: unique device identifier (UDI)#, medical device serial #, device manufacture date. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an over infusion of a magnesium secondary infusion was not confirmed through the review of the logs or reproduced during laboratory testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of over infusion or unregulated flow being observed. Spring functional tests observed no issues and all tests passed, indicating the occluders and springs were functioning as intended. The review of the suspect pump module error log showed no errors or malfunctions relevant to the customer¿s complaint. The concomitant pcu event log showed that on 12nov2024 at 1:23 am, the device alarmed for safety clamp open for five (5) seconds, indicating the administration set was installed. At 1:28 pm, the user programmed a primary basic infusion with rate: 20ml/hr and volume to be infused (vtbi): 20ml. The user then programmed and started a secondary guardrails infusion of magnesium, with concentration: 2g/50ml, rate: 25ml/hr and vtbi:50ml. The primary volume infused (pvi) was recorded as 0ml. The secondary volume infused (svi) was recorded as 0ml. At 1:30 pm, the module was channeled off. Pvi was recorded as 0ml. Svi was recorded as 0.7ml. At 1:31 pm, the module was detached from the system. It is not possible to determine what the actual volume is within an intravenous (IV) container at the start and ending of an infusion from a review of the pcu event log. This is not a function of a pcu event log, it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The alaristm system with guardrailstm suite mx user manual v9.33 notes that periodic patient monitoring must be performed to ensure that the infusion is proceeding as expected. To prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. The roller clamp should be closed prior to the set being removed from the pump module or opening the pump module door. These steps should be taken to prevent free flow events. Verify current primary and secondary infusion parameters prior to starting the infusions. Per the alaris tip sheet, optimizing secondary infusion performance, the clinician must ensure proper head height is performed when setting up a secondary infusion. Bd recommends that when the infusion starts, ensure drops are falling in the secondary drip chamber and no drops are falling in the primary drip chamber. It is possible that there was a back check valve failure with the primary administration set; however, this issue could not be investigated further because the requested incident administration set was not provided by the facility for investigation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Notes to service: suspect pump module s/n: (B)(6) (w/o: (B)(4). Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Please re-torque all screws. Incidental finding: male and female iuis corroded. Please replace iuis. Incidental finding: stained membrane frame. Please replace membrane frame. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Concomitant pcu s/n: (B)(6) (w/o: (B)(4). Device was opened for investigation. Please re-torque all screws. Incidental finding: male iui corroded. Please replace male iui. Incidental finding: female iui pins backed up. Please replace female iui. A third-party power cord was observed connected to the device. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Concomitant pump module s/n: (B)(6) (w/o: (B)(4). Device was opened for investigation. Please re-torque all screws. Incidental finding: female iui corroded. Please replace female iui. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Concomitant pump module s/n: (B)(6) (w/o: (B)(4). Device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of an over infusion of magnesium was not identified during the investigation. The primary administration set was not provided for analysis of a back check valve failure, which could be perceived as an over infusion by allowing the secondary fluid to back fill into the primary bag. Note that imdrf annex a1801, a040502, c0601, d15, d01, g02017, g04088 and g04037 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that there was an over infusion of magnesium set up as a secondary (piggyback) infusion. The magnesium was intended to infuse at a rate of 25ml/hour with a total volume to be infused of 50ml. However, the medication was noted to be infusing more quickly than expected and the medication was stopped after 20-20ml had infused. There was patient involvement, but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of magnesium set up as a secondary (piggyback) infusion. The magnesium was intended to infuse at a rate of 25ml/hour with a total volume to be infused of 50ml. However, the medication was noted to be infusing more quickly than expected and the medication was stopped after 20-20ml had infused. There was patient involvement, but no harm.